Event description:
Reporter stated that a patient capillary sample was measured, using the suspect device, with a result of 4.0 inr. Reporter indicated that, a lab test was performed within an hour, which measured patient's venous blood pt value at 2.1 inr. Reporter did not indicate if patient's therapy was modified based on the value obtained on the suspect device. No adverse event was reported. No product was returned to the manufacturer for evaluation.